Event description:
It was reported the bd vacutainer¿ citrate tube experienced overfill. The following information was provided by the initial reporter. The customer stated: "overfilling of citrate tubes, tubes where rejected by sysmex."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer¿ citrate tube experienced overfill. The following information was provided by the initial reporter. The customer stated: "overfilling of citrate tubes, tubes where rejected by sysmex"